Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 1/4" burn hole, caused by a broken thermostat. The unit had also been modiifed by the customer and showed considerable evidence of misuse. We concluded that this report was attributable to failure to follow instructions and misuse on the part of the consumer.